Event description:
During insertion of the stent system, the delivery catheter snapped.

Manufacturer narrative:
Additional info has been requested and will be submitted within 30 days upon receipt. The complaint device, cypher sirolumus-eluting stent system, is available for analysis; however, it has not been received as of to date.